Event description:
It was reported that the patient started therapy at 11. Nurse receiving alert 113 reduced water temperature control in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 34.9c, water temperature (wt) was 26.8c, water flow rate (wfr) was 3.2 l/m. 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.8c, inlet temperature (t3) was 26.7c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 74%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 5, system hours were 5871.9, pump hours were 4983.1. Walked through stop therapy, empty pads and draining 16 ounces from right drain port. Restarted therapy and water flow rate (wfr) stabilized at 2.6 l/m. Called back 30 minutes later and water temperature (wt) was 26.7c and they have received alert 113 reduced water temperature control again. Advised to swap out to alternate device and send this one to biomed labeled 113. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Targeted temperature (tt) was 36c, patient temperature (pt) was 34.9c, water temperature (wt) was 26.8c, water flow rate (wfr) was 3.2 l/m. 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.8c, inlet temperature (t3) was 26.7c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 74%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 5, system hours were 5871.9, pump hours were 4983.1. Walked through stop therapy, empty pads and draining 16 ounces from right drain port. Restarted therapy and water flow rate (wfr) stabilized at 2.6 l/m. Called back 30 minutes later and water temperature (wt) was 26.7c and they have received alert 113 reduced water temperature control again. Advised to swap out to alternate device and send this one to biomed labeled 113. Sn (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The latest labeling revision was reviewed for this investigation. The instructions-for-use were found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Complete initial reporter facility name: st. Luke's - new bedford (southcoast health system/hospital group) correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started therapy at 11. Nurse receiving alert 113 reduced water temperature control in an arctic sun device. Targeted temperature (tt) was 36c, patient temperature (pt) was 34.9c, water temperature (wt) was 26.8c, water flow rate (wfr) was 3.2 l/m. 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.8c, inlet temperature (t3) was 26.7c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 74%, mixing pump command (mpc) was 0, heater command (hc) was 100%, water reservoir level (wrl) was 5, system hours were 5871.9, pump hours were 4983.1. Walked through stop therapy, empty pads and draining 16 ounces from right drain port. Restarted therapy and water flow rate (wfr) stabilized at 2.6 l/m. Called back 30 minutes later and water temperature (wt) was 26.7c and they have received alert 113 reduced water temperature control again. Advised to swap out to alternate device and send this one to biomed labeled 113. Sn (B)(6).